Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is that the screw fractured during insertion. Upon review of the returned product, it can be seen that the screw is fractured transversely. The complaint is confirmed. Functional testing could not be conducted due to the damaged condition of the screw. The most likely underlying cause of this complaint is excessive force, beyond what the screw is designed to encounter. There are no indications of manufacturing defects. (B)(4). The DHR of this product could not be reviewed due to the lot number being unknown. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 updated to reflect date of report. B5 updated to describe event or problem. D10 to reflect product return. G1-2 updated to reflect contact information. G4 date received by manufacturer. G7 updated to reflect type of report and follow-up number. H2 updated to reflect follow-up type. H3 updated to reflect device evaluated. H6 updated to reflect method, results, & conclusions. H10 updated to reflect additional narratives/data provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore a facility medwatch report will not be available. Report source ¿ (B)(6).

Event description:
It was reported a screw fractured when locking into a sternal plate. No adverse events were reported as a result of this malfunction.